Event description:
It was reported by health professional "I had an interesting situation I today. A patient starting calling and was concerned about a kink in her line. I thought it was in the PICC itself but it¿s actually in the tail. There¿s a visible dent in the plastic that doesn't resolve and the home health rn is worried this could become a weak point as this line will be in for an extended period of time." Additional information received 03/17/2021: placement info: 1 attempt rt brachial 35 cm in with 0 out, arm circ 25cm, guardiva, statlock, and tagederm used with ICU medical clear clave. What type of catheter securement was utilized: statlock. Was there patient harm reported?: no. What they're being treated for: demyelinating connective tissue disorder, receives daily infusions. Other relevant history: last PICC line was in place 1.5 years. Does the patient have an infectious disease?: had lime disease in past with long term IV therapy.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked extension leg is confirmed but the exact cause remains unknown. Three photo samples of a 4 fr powerpicc soo catheter was provided for evaluation. The first image shows the catheter within patient use. The winged hub is secured by a statlock securement device. The hub is being held and the extension tubing is forming a kink approximately 1 cm from the hub. The second and third image show the same portion of the extension leg. The hub is being held in order to straighten the tubing. The kink indentation is visible in the extension leg. Based on the photo sample provided, possible contributing factors include handling and manipulation of the extension tubing during use. Since the extension leg was observed to kink, the complaint is confirmed but the exact cause remains unknown. H3 other text: evaluation findings are in section h11.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reey1035 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by health professional "I had an interesting situation I today. A patient starting calling and was concerned about a kink in her line. I thought it was in the PICC itself but it¿s actually in the tail. There¿s a visible dent in the plastic that doesn't resolve and the home health rn is worried this could become a weak point as this line will be in for an extended period of time." Additional information received 03/17/2021: placement info: 1 attempt rt brachial 35 cm in with 0 out, arm circ 25cm, guardiva, statlock, and tegaderm used with ICU medical clear clave. What type of catheter securement was utilized: statlock. Was there patient harm reported?: no. What they're being treated for: demyelinating connective tissue disorder, receives daily infusions. Other relevant history: last PICC line was in place 1.5 years. *does the patient have an infectious disease?: had lime disease in past with long term IV therapy.